Manufacturer narrative:
The complaint is inconclusive as no sample was returned for eval. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences. Ref #(B)(4), (B)(6) 2004.

Event description:
Per company rep, during the procedure, the md could not deploy any of the bands. The device was removed from the pt, the handle was turned, and 2 bands deployed at the same time.